Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Cannula was reported to have been properly inserted into the infusion site (abdomen). Treatment for reported issue was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.1. Cgm sensor type: g7.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that would indicate that the pod deployed into either. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture.